Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed a consistent increasing trend in pacing impedance values, but always within range. Also, pacing thresholds appeared to be increasing. The rv lead was surgically abandoned. The implantable cardioverter defibrillator (ICD) was explanted due to therapy upgrade. No additional adverse patient effects were reported.